Event description:
It was reported that during a da vinci-assisted gynecological myomectomy, there was arcing observed during specimen retrieval while using the monopolar curved scissor (mcs) with the tip cover accessory and tenaculum forceps instruments. The small bowel was injured and required repair. Patient is reported stable. Intuitive surgical, inc, (isi) made multiple follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the claim against the product by the customer noting there was arcing, an investigation was completed to determine the cause of this reported adverse event. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's system logs for the reported procedure date revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted myomectomy procedure, it was alleged there was arcing observed during specimen retrieval while using the monopolar curved scissor (mcs) with the tip cover accessory and tenaculum forceps instruments. The small bowel was injured and required repair. Patient is reported stable. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.